Event description:
Physician completed scheduled outpatient procedure cystoscopy, left retrograde pyelogram, left ureteroscopy, laser lithotripsy, basket extraction of stone fragments, left ureteral stent placement without incident. Upon removal of device from pt, scrub tech noted piece of filament, approx 1 cm in length, protruding from end of ureteroscope. Device was examined by biomed dept of facility which removed 3-4 inches long pieces of filament. Filament pieces were saved and sequestered. Pt was observed during recovery phase with no ill or adverse effects noted. Was discharged to home later on day of procedure. Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: kidney stone removal.